Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device and the customer was therefore unable to receive high/low glucose alarms. As a result, customer experienced hot flashes and loss of consciousness. The customer was taken to hospital where a healthcare meter result of 59 mg/dl was obtained. The customer was treated with unspecified infusion for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.